Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges to have dizzy spells, fell broke two ribs, hospitalized, shortness of breath, filter is breaking into pieces. Patient states the use of bleach when sanitizing, was advised to adhere to manufacturer's guidelines for sterizlization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused a patient to develop dizzy spells, fell broke two ribs, hospitalized, shortness of breath. The patient also alleged filter was broken into pieces and states the use of bleach when sanitizing, was advised to adhere to manufacturer's guidelines for sterilization. The patient did not report to receive medical intervention. After the second attempt to have the device and components returned for evaluation, customer wife declined to respond and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.